Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the analyzer was not communicating with the programmer. It was indicated that the patient connector pins were disturbed. The analyzer was to be scrapped and replaced.

Event description:
It was reported that the analyzer was not communicating with the programmer. The analyzer was returned for service. There was no patient involvement.